Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found two openings in the port tubing between the stainless steel connector and the injection site. These openings are consistent with puncture by a needle and may be the source of the leakage. Also, a breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of he device, and may not be the cause of the leakage. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
"There was a leak from the bottom of the port." Follow up findings: explanting surgeon confirms leak in op report.